Manufacturer narrative:
Pump was received with no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewinding due to corroded motor home switch. No moisture damage on electronic assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the fluid in reservoir compartment during normal use. Customer blood glucose level was 7.0 mmol/l. Self-test was ok. The device will be returned for analysis.